Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that insulin leaked into the cartridge chamber during the fill-tubing step after approximately every third infusion set change with a cd 23 infusion set, leading to unsuccessful priming and requiring the user to switch sides and resume insulin delivery with new supplies; replacement supplies were arranged and the user planned to review technique with a trainer. Symptoms included hyperglycemia with a reported maximum of 397 mg/dl by fingerstick and no acute complications. Outcomes included transient hyperglycemia lasting about two hours without hospitalization, outside assistance, or ketone testing, and blood glucose later stabilized. Investigation included user interview, review of lot information for the cartridge and connector, and provision of replacement supplies to assess persistence. Investigation of this case revealed a suspected cartridge or connector leak within the cartridge chamber during setup consistent with a component integrity or connection issue, though successful use after switching supplies suggests intermittent occurrence rather than a persistent device failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with contributory factors potentially including intermittent component leakage or connection during setup.